Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis revealed out of range (oor) impedance. D154vrc defibrillator implanted 2006-(B)(6); (B)(4).

Event description:
It was reported that there was a gradual rise in impedance. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.